Event description:
It was reported that the patient received shocks from t wave oversensing in this patient with high r waves. The device sensitivity was reprogrammed and the right ventricular (rv) lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Add'l devices: 5568 implantable pacing lead (B)(6) 2010; (B)(4) implantable crt defibrillator (B)(6) 2010. (B)(4).